Event description:
The reporter claimed that the animas pump had incorrect settings such as basal, insulin to carb ratio, insulin sensitivity factor, and blood glucose targets after the battery was replaced. The time/date defaulted to the factory settings after the pump was without a battery for 1 minute. There was no adverse event associated with the complaint. This complaint is being reported as a malfunction due to the alleged system failure issue, problem with basal programming.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: a review of the pump history indicated that a low battery warning and loss of prime warnings had occurred. During investigation, ezprime steps were completed successfully with no alarms occurring. A loss of prime was induced during testing, and the pump emitted the appropriate warnings. Boluses were performed via the ezcarb and ezbolus features using the patient settings, and the pump correctly calculated each bolus. A normal bolus and an audio bolus were performed successfully, and each bolus was appropriately recorded in the pump history. There were no defects found with pump settings or insulin delivery. The complaint regarding the time and date resetting was confirmed and duplicated on investigation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.